Manufacturer narrative:
The product was not returned for analysis as it was consumed in the procedure. Attempts have been made to obtain specific information, however, our attempts have been unsuccessful. Based on the reported information, there is no evidence suggesting that the device was defective, but rather related to the patient's preexisting medical condition. The product was successfully used during its initial use. MDR related to this event: 2029214-2017-00333 2029214-2017-00334 2029214-2017-00335 2029214-2017-00336 2029214-2017-00337 2029214-2017-00338 2029214-2017-00339 2029214-2017-00340 2029214-2017-00341. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: onyx versus n-bca for embolization of cranial dural arteriovenous fistulas. Rabinov jd1, yoo aj, ogilvy cs, carter bs, hir sch ja. J neurointerv surg. 2013 jul;5(4):306-10. Doi: 10.1136/neurintsurg-2011-010237. Epub 2012 may 1. Medtronic received the following report: patient 6 (female, age range 60-69 years) had 2 recurrences and underwent 2 further embolization to achieve durable occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.